Event description:
On (B)(6) 2010: patient underwent xenmatrix implant. The xenmatrix was implanted during a laparotomy for colon polyp and abdominal wall reconstruction due to large ventral hernia. The graft was implanted onto a clean contaminated wound with no tension, the graft was placed intraperitoneal. Complicating factors during the implant procedure included one enterotomy and a planned resection of larger bowel (sigmoidectomy). The patient's fascia was very thin and weak. The graft was sutured into place with prolene sutures. On (B)(6) 2010: patient underwent open graft explant. The symptoms leading to the explant started after the patient had vomited. During the explant procedure, the surgeon noted the graft had pulled away from the sutures on the lateral aspect of the graft. The surgeon also reported a tear in the middle of the graft. A wound dehiscence occurred postoperative day 5. The patient was taken back into surgery, the surgeon noted about 60% of the porcine mesh was removed when the patient was taken back to the operating room because of dehiscence of the wound and evisceration of the bowel. During the surgery, it was noted that in the middle of the mesh, (places where no stitches were applied) there were a few tears and then it was decided to remove the areas that have the tears. There were signs of inflammation at the second intervention and approximately 60% of the mesh was replaced.

Manufacturer narrative:
Returned to davol was a portion of explanted graft, however, there is no way to determine what caused the tears by examining the graft. Based on the reported event information, the probable cause of the tearing may be due to premature enzymatic degradation due to infection which could have been caused by an enterotomy, noted to have occurred during the implant procedure. The weakening could have then been aggravated by the patient vomiting as was described to have occurred just prior to the presentation of the patient's symptoms. The warning section of the IFU states "if an infection develops, it should be treated aggressively", however, the physician noted that there was no clinical infection diagnosed postoperatively. Therefore, a definitive root cause could not be developed based on the information provided and a review of the returned sample.